Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker eroded through the patient's skin. The physician noted that the original implant may not have been deep enough. On (B)(6) 2020, the device was explanted and replaced successfully. The patient was reported to be in stable condition.